Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to battery status at elective replacement indicator (eri). There was a concern the battery had depleted earlier than expected. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.43 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to two compromised low voltage capacitors, which resulted in a high current condition.